Manufacturer narrative:
The device was returned for device investigation. The device evaluation found positive contamination results. After a new decontamination, the device was tested positive again. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 4 cfu. Bacterial identification: champignons filamenteux. Sampling date: sep 12, 2025 sampling from: canal operator cfu: <1 cfu bacterial identification: n/a sampling date: (B)(6) 2025. Sampling from: canal aspiration operator. Cfu: 1 cfu. Bacterial identification: champignons filamenteux. Sampling date: (B)(6) 2025. Sampling from: canal air. Cfu: 6 cfu. Bacterial identification: streptomyces sp. Sampling date: (B)(6) 2025. Sampling from: canal water jet. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: total canaux. Cfu: 7 cfu. Bacterial identification: n/a. After reviewing the provided information, there could potentially be a correlation between the actual product/ device status and cause of contamination. Damages, such as cracks, internal cuts, and scratches, could be a source of microorganisms, particularly when paired with poor reprocessing. Fungal contamination was identified by olympus and after repeat reprocessing the results shown no growth. After the replacement of contaminated components, the device was tested negative and released to the market. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.